Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing/retained essure fragment"), large intestine perforation ("state the location of the perforation: sigmoid colon"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy"), genital haemorrhage ("abnormal bleeding"), dementia ("dementia"), multiple sclerosis ("multiple sclerosis/ms"), autoimmune disorder ("autoimmune issues") and cellulitis ("cellulitis of hands") in a 46-year-old female patient who had essure (batch no. 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma, migraine, headache, bladder disorder nos from 2004 to 2009, urinary tract disorder from 2004 to 2009, ms, psychological disorder nos from 1999 to 2010, visual disturbances and abortion. Previously administered products included for contraception: iud nos from (B)(6) 2011 to (B)(6) 2013. Concurrent conditions included multigravida, parity 2 (((B)(6) 1993 and (B)(6) 1999)), pain nos since 1999 and fatigue since 1999. Concomitant products included fluticasone, hydrocodone, metoprolol, montelukast sodium (singulair), propranolol (propanolol), salbutamol (albuterol) and sumatriptan (imitrex). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("utis"), vaginal infection ("vaginal infections") and dysmenorrhoea ("dysmenorrhea (cramping))"). In (B)(6) 2013, the patient experienced allergy to chemicals ("allergic reactions/ am unable to use cleaning products and have reactions to fragrance and chemicals"), furuncle ("boils all over/rashes or skin conditions - I had boils, skin breakdown and bleeding from my hands"), migraine ("migraines"), nausea ("nausea"), skin disorder ("rashes or skin conditions - I had boils, skin breakdown and bleeding from my hands"), skin haemorrhage ("rashes or skin conditions - I had boils, skin breakdown and bleeding from my hands") and perfume sensitivity ("allergic reactions/ am unable to use cleaning products and have reactions to fragrance and chemicals"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced multiple sclerosis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In 2014, the patient experienced pelvic pain ("pain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problem / bladder or urinary problems or changes"), urinary tract disorder ("urinary disorder / bladder or urinary problems or changes") and headache ("headaches"). In (B)(6) 2015, the patient experienced vision blurred ("vision / eye problems - type : burry double vision") and diplopia ("vision / eye problems - type : burry, double vision"). In 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced dementia (seriousness criterion medically significant), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), cellulitis (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigue"), back pain ("back pain"), arthralgia ("joint pain"), rash ("rashes"), allergy to metals ("allergic to certain metals") and muscle tightness ("tight my muscles"). The patient was treated with surgery ((B)(6) 2016 salpingectomy (bilateral removal of fallopian tubes) (B)(6) 2016 total hysterectomy and (B)(6) 2016 salpingectomy, (B)(6) 2016 total hysterectomy, sigmoid colon resection). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, large intestine perforation, abortion spontaneous, pregnancy with contraceptive device, dementia, multiple sclerosis, autoimmune disorder, cellulitis, allergy to chemicals, depression, anxiety, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, post-traumatic stress disorder, furuncle, bladder disorder, urinary tract disorder, migraine, headache, nausea, fibromyalgia, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, skin disorder, skin haemorrhage, back pain, arthralgia, diplopia, allergy to metals, muscle tightness and perfume sensitivity outcome was unknown, the genital haemorrhage, pelvic pain and alopecia had resolved and the rash was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to chemicals, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, cellulitis, cystitis, dementia, depression, device breakage, diplopia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, furuncle, genital haemorrhage, headache, large intestine perforation, menorrhagia, migraine, multiple sclerosis, muscle tightness, nausea, pelvic pain, perfume sensitivity, post-traumatic stress disorder, pregnancy with contraceptive device, rash, skin disorder, skin haemorrhage, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing/retained essure fragment"), large intestine perforation ("state the location of the perforation: sigmoid colon"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy"), genital haemorrhage ("abnormal bleeding,"), autoimmune disorder ("autoimmune issues") and haemorrhage ("bleeding from my hands") in an adult female patient who had essure (batch no. 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma. Concurrent conditions included multigravida and gravida ii. Concomitant products included fluticasone, metoprolol, montelukast sodium (singulair) and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain,"), allergy to chemicals ("allergic reactions/ am unable to use cleaning products and have reactions to fragrance and chemicals"), depression ("depression"), anxiety ("anxiety,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("utis"), vaginal infection ("vaginal infections"), dementia ("dementia"), post-traumatic stress disorder ("ptsd"), furuncle ("boils all over"), cellulitis ("cellulitis of hands"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), multiple sclerosis ("multiple sclerosis"), fibromyalgia ("fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping))"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("burry double vision"), fatigue ("fatigue"), alopecia ("hair loss"), skin disorder ("skin breakdown"), haemorrhage (seriousness criterion medically significant), back pain ("back pain"), arthralgia ("joint pain") and rash ("rashes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (3 (B)(6) 2016 salpingectomy (bilateral removal of fallopian tubes) (B)(6) 2016 total hysterectomy and surgery sigmoid colon resection). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, large intestine perforation, abortion spontaneous, pregnancy with contraceptive device, autoimmune disorder, allergy to chemicals, depression, anxiety, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, dementia, post-traumatic stress disorder, furuncle, cellulitis, bladder disorder, urinary tract disorder, migraine, headache, nausea, multiple sclerosis, fibromyalgia, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, skin disorder, haemorrhage, back pain and arthralgia outcome was unknown, the genital haemorrhage, pelvic pain and alopecia had resolved and the rash was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to chemicals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, cellulitis, cystitis, dementia, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, furuncle, genital haemorrhage, haemorrhage, headache, large intestine perforation, menorrhagia, migraine, multiple sclerosis, nausea, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-nov-2018: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia) , pregnancy (stillbirth or miscarriage) , I am unable to use cleaning products and have reactions to fragrance and chemicals,infection bladder, utis, vaginal infections , dementia ptsd, anxiety , boils all over, cellulitis of hands , bladder or urinary problems or changes , migraines / headaches ,nausea , ms, fibromyalgia , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , pain , vaginal discharge , burry double vision , fatigue , weight gain , perforation (other) sigmoid colon , hair loss were added and lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing/retained essure fragment"), large intestine perforation ("state the location of the perforation: sigmoid colon"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy"), genital haemorrhage ("abnormal bleeding"), dementia ("dementia"), multiple sclerosis ("multiple sclerosis/ms"), autoimmune disorder ("autoimmune issues") and cellulitis ("cellulitis of hands") in a 46-year-old female patient who had essure (batch no. 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma, migraine, headache, bladder disorder nos from 2004 to 2009, urinary tract disorder from 2004 to 2009, ms, psychological disorder nos from 1999 to 2010, visual disturbances and abortion. Previously administered products included for contraception: iud nos from (B)(6) 2011 to (B)(6) 2013. Concurrent conditions included multigravida, parity 2 (((B)(6) 1993 and (B)(6) 1999)), pain nos since 1999 and fatigue since 1999. Concomitant products included fluticasone, hydrocodone, metoprolol, montelukast sodium (singulair), propranolol (propanolol), salbutamol (albuterol) and sumatriptan (imitrex). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("utis"), vaginal infection ("vaginal infections") and dysmenorrhoea ("dysmenorrhea (cramping))"). In (B)(6) 2013, the patient experienced allergy to chemicals ("allergic reactions/ am unable to use cleaning products and have reactions to fragrance and chemicals"), furuncle ("boils all over/rashes or skin conditions - I had boils, skin breakdown and bleeding from my hands"), migraine ("migraines"), nausea ("nausea"), skin disorder ("rashes or skin conditions - I had boils, skin breakdown and bleeding from my hands"), skin haemorrhage ("rashes or skin conditions - I had boils, skin breakdown and bleeding from my hands") and perfume sensitivity ("allergic reactions/ am unable to use cleaning products and have reactions to fragrance and chemicals"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced multiple sclerosis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In 2014, the patient experienced pelvic pain ("pain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In august 2014, the patient experienced bladder disorder ("bladder problem / bladder or urinary problems or changes"), urinary tract disorder ("urinary disorder / bladder or urinary problems or changes") and headache ("headaches"). In (B)(6) 2015, the patient experienced vision blurred ("vision / eye problems - type : burry double vision") and diplopia ("vision / eye problems - type : burry, double vision"). In 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced dementia (seriousness criterion medically significant), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), cellulitis (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigue"), back pain ("back pain"), arthralgia ("joint pain"), rash ("rashes"), allergy to metals ("allergic to certain metals") and muscle tightness ("tight my muscles"). The patient was treated with surgery ((B)(6) 2016 salpingectomy (bilateral removal of fallopian tubes) (B)(6) 2016 total hysterectomy and (B)(6) 2016 salpingectomy, (B)(6) 2016 total hysterectomy, sigmoid colon resection). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, large intestine perforation, abortion spontaneous, pregnancy with contraceptive device, dementia, multiple sclerosis, autoimmune disorder, cellulitis, allergy to chemicals, depression, anxiety, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, post-traumatic stress disorder, furuncle, bladder disorder, urinary tract disorder, migraine, headache, nausea, fibromyalgia, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, skin disorder, skin haemorrhage, back pain, arthralgia, diplopia, allergy to metals, muscle tightness and perfume sensitivity outcome was unknown, the genital haemorrhage, pelvic pain and alopecia had resolved and the rash was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to chemicals, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, cellulitis, cystitis, dementia, depression, device breakage, diplopia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, furuncle, genital haemorrhage, headache, large intestine perforation, menorrhagia, migraine, multiple sclerosis, muscle tightness, nausea, pelvic pain, perfume sensitivity, post-traumatic stress disorder, pregnancy with contraceptive device, rash, skin disorder, skin haemorrhage, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-mar-2019: follow up (3) and (4) processed together. Pfs received : reporter information was updated. Medical history and historical drugs were added. Event verbatim were updated as boils all over/I had boils, multiple sclerosis/ms. Event : double vision was added. Onset date of events added. On 6-mar-2019: follow up (3) and (4) processed together. Pfs received. Medical history were added. Event : allergy to metals and tight my muscles were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing/retained essure fragment/coil fragmented before first surgery'), large intestine perforation ('state the location of the perforation: sigmoid colon/punctuated colon') and abortion spontaneous ('miscarriage') in a 46-year-old female patient who had essure (batch no. 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bladder disorder nos from 2004 to 2009, urinary tract disorder from 2004 to 2009, psychological disorder nos from 1999 to 2010, asthma, migraine, headache, ms, visual disturbances and abortion. Previously administered products included for contraception: iud nos from (B)(6) 2011 to (B)(6) 2013. Concurrent conditions included pain nos since 1999, fatigue since 1999, multigravida and parity 2 (((B)(6) 1993 and (B)(6) 1999)). Concomitant products included fluticasone, hydrocodone, metoprolol, montelukast sodium (singulair), propranolol (propanolol), salbutamol (albuterol) and sumatriptan (imitrex). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("utis"), vaginal infection ("vaginal infections") and dysmenorrhoea ("dysmenorrhea (cramping))"). In (B)(6) 2013, the patient experienced allergy to chemicals ("allergic reactions/ am unable to use cleaning products and have reactions to fragrance and chemicals"), furuncle ("boils all over/rashes or skin conditions - I had boils, skin breakdown and bleeding from my hands"), migraine ("migraines"), nausea ("nausea"), skin disorder ("rashes or skin conditions - I had boils, skin breakdown and bleeding from my hands"), skin haemorrhage ("rashes or skin conditions - I had boils, skin breakdown and bleeding from my hands") and perfume sensitivity ("allergic reactions/ am unable to use cleaning products and have reactions to fragrance and chemicals"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced multiple sclerosis ("multiple sclerosis/ms") and fibromyalgia ("fibromyalgia"). In 2014, the patient experienced pelvic pain ("pain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problem / bladder or urinary problems or changes"), urinary tract disorder ("urinary disorder / bladder or urinary problems or changes") and headache ("headaches"). In (B)(6) 2015, the patient experienced vision blurred ("vision / eye problems - type : burry double vision") and diplopia ("vision / eye problems - type : burry, double vision"). In 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy"). In (B)(6) 2015, the patient experienced dementia ("dementia"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune issues"), cellulitis ("cellulitis of hands"), depression ("depression"), fatigue ("fatigue"), back pain ("back pain"), arthralgia ("joint pain"), rash ("rashes"), allergy to metals ("allergic to certain metals"), muscle tightness ("tight my muscles"), abdominal rigidity ("upper abdominal spasm"), pain ("pain"), muscle spasms ("cramping"), dehydration ("draining of fluids"), asthenia ("draining of energy"), tooth fracture ("teeth breaking"), heavy periods ("mense were horriffc"), paraesthesia ("pins and needles in both hands and feet"), hypoaesthesia ("numbness, pins and needles in both hands and feet"), dysgeusia ("yes,kept drinking water,sink,bottled or filtered taste/metal taste was gone"), menstrual disorder ("abnormal menses"), anorgasmia ("no orgasm"), vulvovaginal dryness ("dry"), discomfort ("discomfort"), feeling abnormal ("brain fog"), insomnia ("insomnia"), major depression ("major depression"), tenderness ("hurts if someone touches "), dizziness ("dizzy spell") and loss of consciousness ("passing out"). The patient was treated with surgery ((B)(6) 2016 salpingectomy (bilateral removal of fallopian tubes) (B)(6) 2016 total hysterectomy and (B)(6) 2016 salpingectomy, (B)(6) 2016 total hysterectomy, sigmoid colon resection). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, large intestine perforation, abortion spontaneous, pregnancy with contraceptive device, dementia, multiple sclerosis, autoimmune disorder, cellulitis, allergy to chemicals, depression, anxiety, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, post-traumatic stress disorder, furuncle, bladder disorder, urinary tract disorder, migraine, headache, nausea, fibromyalgia, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, skin disorder, skin haemorrhage, back pain, arthralgia, diplopia, allergy to metals, muscle tightness, perfume sensitivity, paraesthesia, hypoaesthesia, menstrual disorder, anorgasmia, vulvovaginal dryness, discomfort, feeling abnormal, insomnia, major depression, tenderness, dizziness and loss of consciousness outcome was unknown, the genital haemorrhage, pelvic pain, alopecia and dysgeusia had resolved and the rash was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal rigidity, abortion spontaneous, allergy to chemicals, allergy to metals, alopecia, anorgasmia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, bladder disorder, cellulitis, cystitis, dehydration, dementia, depression, device breakage, diplopia, discomfort, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, furuncle, genital haemorrhage, headache, hypoaesthesia, insomnia, large intestine perforation, loss of consciousness, major depression, menorrhagia, menstrual disorder, migraine, multiple sclerosis, muscle spasms, muscle tightness, nausea, pain, paraesthesia, pelvic pain, perfume sensitivity, post-traumatic stress disorder, pregnancy with contraceptive device, rash, skin disorder, skin haemorrhage, tenderness, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal dryness, weight decreased, weight increased and heavy periods to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: event outcome updated for "yes, kept drinking water,sink,bottled or filtered taste/metal taste was gone". Reporter information added. Event abortion spontaneous marked as ms. As per sd dated: (B)(6) 2018, plaintiff undergone total laparoscopic hysterectomy for retained essure fragment on (B)(6) 2016. Hence essure removal date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing/retained essure fragment/coil fragmented before first surgery'), large intestine perforation ('state the location of the perforation: sigmoid colon/punctuated colon') and abortion spontaneous ('miscarriage') in a 46-year-old female patient who had essure (batch no. 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bladder disorder nos from 2004 to 2009, urinary tract disorder from 2004 to 2009, psychological disorder nos from 1999 to 2010, asthma, migraine, headache, ms, visual disturbances and abortion. Previously administered products included for contraception: iud nos from (B)(6) 2011 to (B)(6) 2013. Concurrent conditions included pain nos since 1999, fatigue since 1999, multigravida and parity 2 (B)(6) 1993 and (B)(6) 1999)). Concomitant products included fluticasone, hydrocodone, metoprolol, montelukast sodium (singulair), propranolol (propanolol), salbutamol (albuterol) and sumatriptan (imitrex). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("utis"), vaginal infection ("vaginal infections") and dysmenorrhoea ("dysmenorrhea (cramping))"). In (B)(6) 2013, the patient experienced allergy to chemicals ("allergic reactions/ am unable to use cleaning products and have reactions to fragrance and chemicals"), furuncle ("boils all over/rashes or skin conditions - I had boils, skin breakdown and bleeding from my hands"), migraine ("migraines"), nausea ("nausea"), skin disorder ("rashes or skin conditions - I had boils, skin breakdown and bleeding from my hands"), skin haemorrhage ("rashes or skin conditions - I had boils, skin breakdown and bleeding from my hands") and perfume sensitivity ("allergic reactions/ am unable to use cleaning products and have reactions to fragrance and chemicals"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced multiple sclerosis ("multiple sclerosis/ms") and fibromyalgia ("fibromyalgia"). In 2014, the patient experienced pelvic pain ("pain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problem / bladder or urinary problems or changes"), urinary tract disorder ("urinary disorder / bladder or urinary problems or changes") and headache ("headaches"). In (B)(6) 2015, the patient experienced vision blurred ("vision / eye problems - type : blurry double vision") and diplopia ("vision / eye problems - type : blurry, double vision"). In 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy"). In (B)(6) 2015, the patient experienced dementia ("dementia"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune issues"), cellulitis ("cellulitis of hands"), depression ("depression"), fatigue ("fatigue"), back pain ("back pain"), arthralgia ("joint pain"), rash ("rashes"), allergy to metals ("allergic to certain metals"), muscle tightness ("tight my muscles"), abdominal rigidity ("upper abdominal spasm"), pain ("pain"), muscle spasms ("cramping"), dehydration ("draining of fluids"), asthenia ("draining of energy"), tooth fracture ("teeth breaking"), heavy periods ("mense were horrific"), paraesthesia ("pins and needles in both hands and feet"), hypoaesthesia ("numbness, pins and needles in both hands and feet"), dysgeusia ("yes,kept drinking water,sink,bottled or filtered taste/metal taste was gone"), menstrual disorder ("abnormal menses"), anorgasmia ("no orgasm"), vulvovaginal dryness ("dry"), discomfort ("discomfort"), feeling abnormal ("brain fog"), insomnia ("insomnia"), major depression ("major depression"), tenderness ("hurts if someone touches"), dizziness ("dizzy spell") and loss of consciousness ("passing out"). The patient was treated with surgery (B)(6) 2016 salpingectomy (bilateral removal of fallopian tubes) (B)(6) 2016 total hysterectomy and (B)(6) 2016 salpingectomy,(B)(6) 2016 total hysterectomy, sigmoid colon resection). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, large intestine perforation, abortion spontaneous, pregnancy with contraceptive device, dementia, multiple sclerosis, autoimmune disorder, cellulitis, allergy to chemicals, depression, anxiety, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, post-traumatic stress disorder, furuncle, bladder disorder, urinary tract disorder, migraine, headache, nausea, fibromyalgia, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, skin disorder, skin haemorrhage, back pain, arthralgia, diplopia, allergy to metals, muscle tightness, perfume sensitivity, paraesthesia, hypoaesthesia, menstrual disorder, anorgasmia, vulvovaginal dryness, discomfort, feeling abnormal, insomnia, major depression, tenderness, dizziness and loss of consciousness outcome was unknown, the genital haemorrhage, pelvic pain, alopecia and dysgeusia had resolved and the rash was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal rigidity, abortion spontaneous, allergy to chemicals, allergy to metals, alopecia, anorgasmia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, bladder disorder, cellulitis, cystitis, dehydration, dementia, depression, device breakage, diplopia, discomfort, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, furuncle, genital haemorrhage, headache, hypoaesthesia, insomnia, large intestine perforation, loss of consciousness, major depression, menorrhagia, menstrual disorder, migraine, multiple sclerosis, muscle spasms, muscle tightness, nausea, pain, paraesthesia, pelvic pain, perfume sensitivity, post-traumatic stress disorder, pregnancy with contraceptive device, rash, skin disorder, skin haemorrhage, tenderness, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal dryness, weight decreased, weight increased and heavy periods to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number:685782 manufacture date:2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing/retained essure fragment'), large intestine perforation ('state the location of the perforation: sigmoid colon'), abortion spontaneous ('miscarriage'), pregnancy with contraceptive device ('pregnancy'), genital haemorrhage ('abnormal bleeding'), dementia ('dementia'), multiple sclerosis ('multiple sclerosis/ms'), autoimmune disorder ('autoimmune issues') and cellulitis ('cellulitis of hands') in a 46-year-old female patient who had essure (batch no. 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bladder disorder nos from 2004 to 2009, urinary tract disorder from 2004 to 2009, psychological disorder nos from 1999 to 2010, asthma, migraine, headache, ms, visual disturbances and abortion. Previously administered products included for contraception: iud nos from june 2011 to april 2013. Concurrent conditions included pain nos since 1999, fatigue since 1999, multigravida and parity 2 (((B)(6) 1993 and (B)(6) 1999)). Concomitant products included fluticasone, hydrocodone, metoprolol, montelukast sodium (singulair), propranolol (propanolol), salbutamol (albuterol) and sumatriptan (imitrex). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("utis"), vaginal infection ("vaginal infections") and dysmenorrhoea ("dysmenorrhea (cramping))"). In august 2013, the patient experienced allergy to chemicals ("allergic reactions/ am unable to use cleaning products and have reactions to fragrance and chemicals"), furuncle ("boils all over/rashes or skin conditions - I had boils, skin breakdown and bleeding from my hands"), migraine ("migraines"), nausea ("nausea"), skin disorder ("rashes or skin conditions - I had boils, skin breakdown and bleeding from my hands"), skin haemorrhage ("rashes or skin conditions - I had boils, skin breakdown and bleeding from my hands") and perfume sensitivity ("allergic reactions/ am unable to use cleaning products and have reactions to fragrance and chemicals"). In january 2014, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In june 2014, the patient experienced multiple sclerosis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In 2014, the patient experienced pelvic pain ("pain"). In july 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In august 2014, the patient experienced bladder disorder ("bladder problem / bladder or urinary problems or changes"), urinary tract disorder ("urinary disorder / bladder or urinary problems or changes") and headache ("headaches"). In january 2015, the patient experienced vision blurred ("vision / eye problems - type : blurry double vision") and diplopia ("vision / eye problems - type : blurry, double vision"). In 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In september 2015, the patient experienced dementia (seriousness criterion medically significant), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). In july 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), cellulitis (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigue"), back pain ("back pain"), arthralgia ("joint pain"), rash ("rashes"), allergy to metals ("allergic to certain metals"), muscle tightness ("tight my muscles"), abdominal rigidity ("upper abdominal spasm"), pain ("pain"), muscle spasms ("cramping"), dehydration ("draining of fluids"), asthenia ("draining of energy"), tooth fracture ("teeth breaking") and heavy periods ("mense were horrific"). The patient was treated with surgery (3 may 2016 salpingectomy (bilateral removal of fallopian tubes) 6 dec 2016 total hysterectomy and 3 may 2016 salpingectomy, 6 dec 2016 total hysterectomy, sigmoid colon resection). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, large intestine perforation, abortion spontaneous, pregnancy with contraceptive device, dementia, multiple sclerosis, autoimmune disorder, cellulitis, allergy to chemicals, depression, anxiety, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, post-traumatic stress disorder, furuncle, bladder disorder, urinary tract disorder, migraine, headache, nausea, fibromyalgia, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, skin disorder, skin haemorrhage, back pain, arthralgia, diplopia, allergy to metals, muscle tightness and perfume sensitivity outcome was unknown, the genital haemorrhage, pelvic pain and alopecia had resolved and the rash was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal rigidity, abortion spontaneous, allergy to chemicals, allergy to metals, alopecia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, bladder disorder, cellulitis, cystitis, dehydration, dementia, depression, device breakage, diplopia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, furuncle, genital haemorrhage, headache, large intestine perforation, menorrhagia, migraine, multiple sclerosis, muscle spasms, muscle tightness, nausea, pain, pelvic pain, perfume sensitivity, post-traumatic stress disorder, pregnancy with contraceptive device, rash, skin disorder, skin haemorrhage, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, weight increased and heavy periods to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new events menses were horrific, upper abdominal spasm, cramping and draining of energy and fluids were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing/retained essure fragment/coil fragmented before first surgery') and large intestine perforation ('state the location of the perforation: sigmoid colon/punctuated colon') in a 46-year-old female patient who had essure (batch no. 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bladder disorder nos from 2004 to 2009, urinary tract disorder from 2004 to 2009, psychological disorder nos from 1999 to 2010, asthma, migraine, headache, ms, visual disturbances and abortion. Previously administered products included for contraception: iud nos from june 2011 to april 2013. Concurrent conditions included pain nos since 1999, fatigue since 1999, multigravida and parity 2 (((B)(6) 1993 and (B)(6) 1999)). Concomitant products included fluticasone, hydrocodone, metoprolol, montelukast sodium (singulair), propranolol (propanolol), salbutamol (albuterol) and sumatriptan (imitrex). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("utis"), vaginal infection ("vaginal infections") and dysmenorrhoea ("dysmenorrhea (cramping))"). In (B)(6) 2013, the patient experienced allergy to chemicals ("allergic reactions/ am unable to use cleaning products and have reactions to fragrance and chemicals"), furuncle ("boils all over/rashes or skin conditions - I had boils, skin breakdown and bleeding from my hands"), migraine ("migraines"), nausea ("nausea"), skin disorder ("rashes or skin conditions - I had boils, skin breakdown and bleeding from my hands"), skin haemorrhage ("rashes or skin conditions - I had boils, skin breakdown and bleeding from my hands") and perfume sensitivity ("allergic reactions/ am unable to use cleaning products and have reactions to fragrance and chemicals"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced multiple sclerosis ("multiple sclerosis/ms") and fibromyalgia ("fibromyalgia"). In 2014, the patient experienced pelvic pain ("pain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problem / bladder or urinary problems or changes"), urinary tract disorder ("urinary disorder / bladder or urinary problems or changes") and headache ("headaches"). In (B)(6) 2015, the patient experienced vision blurred ("vision / eye problems - type : burry double vision") and diplopia ("vision / eye problems - type : burry, double vision"). In 2015, the patient experienced abortion spontaneous ("miscarriage") and was found to have a pregnancy with contraceptive device ("pregnancy"). In (B)(6) 2015, the patient experienced dementia ("dementia"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune issues"), cellulitis ("cellulitis of hands"), depression ("depression"), fatigue ("fatigue"), back pain ("back pain"), arthralgia ("joint pain"), rash ("rashes"), allergy to metals ("allergic to certain metals"), muscle tightness ("tight my muscles"), abdominal rigidity ("upper abdominal spasm"), pain ("pain"), muscle spasms ("cramping"), dehydration ("draining of fluids"), asthenia ("draining of energy"), tooth fracture ("teeth breaking"), heavy periods ("mense were horriffc"), paraesthesia ("pins and needles in both hands and feet"), hypoaesthesia ("numbness, pins and needles in both hands and feet"), dysgeusia ("yes,kept drinking water,sink,bottled or filtered taste, yes,kept drinking water,sink,bottled or filtered taste"), menstrual disorder ("abnormal menses"), anorgasmia ("no orgasm"), vulvovaginal dryness ("dry"), discomfort ("discomfort"), feeling abnormal ("brain fog"), insomnia ("insomnia"), major depression ("major depression"), tenderness ("hurts if someone touches "), dizziness ("dizzy spell") and loss of consciousness ("passing out"). The patient was treated with surgery ((B)(6) 2016 salpingectomy (bilateral removal of fallopian tubes) (B)(6) 2016 total hysterectomy and (B)(6) 2016 salpingectomy,(B)(6) 2016 total hysterectomy, sigmoid colon resection). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, large intestine perforation, abortion spontaneous, pregnancy with contraceptive device, dementia, multiple sclerosis, autoimmune disorder, cellulitis, allergy to chemicals, depression, anxiety, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, post-traumatic stress disorder, furuncle, bladder disorder, urinary tract disorder, migraine, headache, nausea, fibromyalgia, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, skin disorder, skin haemorrhage, back pain, arthralgia, diplopia, allergy to metals, muscle tightness, perfume sensitivity, paraesthesia, hypoaesthesia, dysgeusia, menstrual disorder, anorgasmia, vulvovaginal dryness, discomfort, feeling abnormal, insomnia, major depression, tenderness, dizziness and loss of consciousness outcome was unknown, the genital haemorrhage, pelvic pain and alopecia had resolved and the rash was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal rigidity, abortion spontaneous, allergy to chemicals, allergy to metals, alopecia, anorgasmia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, bladder disorder, cellulitis, cystitis, dehydration, dementia, depression, device breakage, diplopia, discomfort, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, furuncle, genital haemorrhage, headache, hypoaesthesia, insomnia, large intestine perforation, loss of consciousness, major depression, menorrhagia, menstrual disorder, migraine, multiple sclerosis, muscle spasms, muscle tightness, nausea, pain, paraesthesia, pelvic pain, perfume sensitivity, post-traumatic stress disorder, pregnancy with contraceptive device, rash, skin disorder, skin haemorrhage, tenderness, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal dryness, weight decreased, weight increased and heavy periods to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. All the information including new events paraesthesia, hypoesthesia, dysgeusia, menstrual disorder, anorgasmia, vulvovaginal dryness, discomfort, feeling abnormal, insomnia, major depression, tenderness, dizziness, loss of consciousness, source document, reporter and references (legacy device report num / 2951250-2020-05134 / medwatch 3500a MFR number) from deletion case (B)(4) has been transferred to this case. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), pregnancy with contraceptive device ("pregnancy"), genital haemorrhage ("abnormal bleeding,") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain,"), hypersensitivity ("allergic reactions"), depression ("depression") and anxiety ("anxiety,"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pregnancy with contraceptive device, genital haemorrhage, autoimmune disorder, pelvic pain, hypersensitivity, depression and anxiety outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, autoimmune disorder, depression, device breakage, genital haemorrhage, hypersensitivity, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.